Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The helix extends and retracts smoothly within the product specification. The full lead was returned.

Event description:
It was reported that at implant attempt, during the testing of the helix, the number of rotations was greater than the maximum rotations allowed. A different lead was used. No patient complications were reported as a result of this event.